Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. It was confirmed that the wand as hover over the device with an unsuccessful interrogation. The device remains in service. No adverse patient effects were reported.